Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, pillowing keypad overlay, cracked keypad overlay at select button and minor scratched lcd window.

Event description:
The customer's friend reported via phone call that they experienced clear ring around the reservoir compartment broke. Customer's blood glucose value was 126 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will return device for analysis.